Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Not possible to pull needle back into catheter "as per cc form": wanted to puncture soft lesion, problems to pull back stylet, finally couldn't even pull back needle into catheter. Used a second needle to finish additional information: nurses description: no problem to insert the needle, to problem to puncture! When she pulled back the stylet the first time she already felt a little resistance. Re-introduced, next puncture. When she wanted to pull out stylet again she couldn't, had to tear with a lot of power. Then they couldn't even pull back the needle. Nurse says it was somehow stuck in the extended luer (same as in complaint (B)(4) pr (B)(4))to finish the exam they used a second needle. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes; 1. Are images of the device or procedure available? Yes 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no 5. If the device is a procore needle, is the device damage located at the notch / core trap? No if no, please specify where the damage is located: see description above!!! 6. Was gaining access to the target site difficult? No 7. Was the device used in a tortuous position? N/a, yes 8. Was puncture of the target site difficult? N/a, yes, no 9. Please describe the anatomical location of the intended target site - antrum (stomach) a. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 10. Please describe the size of the intended target site. 15mm 11. If not with the device in question, how was the procedure performed and/or finished? Used a new needle 12. Was the device damaged in packaging prior to removal? No 13. Was the device damaged on removal from packaging? No 14. Was force required to remove the device? Yes 15. Did the patient require any additional procedures as a result of this event? No 16. What intervention (if any) was required? 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? 21. Was resistance felt while inserting the device through the scope? No 22. Was the scope recently serviced / repaired? No 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Retraction 24. Was the syringe used during the procedure, after the stylet was removed? No 25. Was difficulty experienced while retracting the needle? Yes, see description 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? No 27. Was the endoscope in a flexed or twisted position at any time during the procedure? Flexed 28. Was the stylet partially removed when advancing the needle into the target site? No 29. How many samples were obtained (passes completed) with this needle? 30. Did any section of the device detach inside the patient? No if yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea?

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot number c2122548 of echo-hd-19-c was returned for evaluation, opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. Visual inspection: device returned with approximately 7.5cm of distal end of needle advanced out of distal end of sheath, (ipe of ruler (ipe0402)) distal end of needle examined end no issue observed, functional inspection: sheath extender able to advance and retract without issue, needle handle able to advance and retract but distal end of needle does not move, needle removed from device and proximal break observed below sheath extender. Manufacturing records: prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-19-c device of lot number c2122548 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-hd-19-c device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2122548. Instructions for use and label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0077) image review: an image was provided to support the complaint investigation. This was reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer. Based on the description of the complaint, there was likely a bend/kink in the biopsy needle leading to the challenges removing the stylet, and later preventing retracting the needle into the sheath. The poor-quality images do not demonstrate a significant bend in the device, and a specific comment was made in the complaint report describing the lesion as ¿soft¿, suggesting the lesion did not create the bend trying to advance the needle into the lesion. Potentially, a slight kink or bend was created while inserting the device into the endoscope or while manipulating the needle outside the patient. The device became ¿stuck¿ during the second biopsy while it was advanced out of the sheath/catheter, but there was no comment regarding expressing the specimen following the first biopsy. One would assume there would be some resistance to advancing the stylet through the device while expressing the sample, or visually observing a slight bend in the system, neither was described. Without more complete description of the event, the etiology of the presumed kink/bend cannot be determined. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the endoscope being used in a flexed position as indicated by the answer to q.27 in the patient/event info - notes which may have caused significant pressure to build up on the needle resulting in it breaking at the proximal end. This would have resulted in the difficulty experienced in retracting the stylet and the subsequent inability to withdraw the needle following the break. Another possible root cause could be attributed to the device being used in a tortuous position during the procedure as indicated in the additional information causing the needle to break and unable to retract into the sheath. An imaging review of the needle stated that there was possibly a bend/kink in the biopsy needle leading to the challenges removing the stylet, and later preventing retracting the needle into the sheath, but that without a more complete description of the event, the etiology of the presumed kink/bend cannot be determined. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this break is considered outside the scope of the CAPA. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, not possible to pull needle back into catheter confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the endoscope being used in a flexed position as indicated by the answer to q.27 in the patient/event info - notes which may have caused significant pressure to build up on the needle resulting in it breaking at the proximal end. This would have resulted in the difficulty experienced in retracting the stylet and the subsequent inability to withdraw the needle following the break. Another possible root cause could be attributed to the device being used in a tortuous position during the procedure as indicated in the additional information causing the needle to break and unable to retract into the sheath. An imaging review of the needle stated that there was possibly a bend/kink in the biopsy needle leading to the challenges removing the stylet, and later preventing retracting the needle into the sheath, but that without a more complete description of the event, the etiology of the presumed kink/bend cannot be determined. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this break is considered outside the scope of the CAPA.

Event description:
A supplemental report is being submitted due to completion of the investigation on 18 sep 2024.